Event description:
It was reported that the patient's left ventricular lead was causing unintentional extra cardiac stimulation resulting in patient discomfort. The patient presented for lead revision. The lead was capped on (B)(6) 2024. During lead replacement, it was noted that the novel left ventricular lead dislodged during implant. The procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.